Event description:
It is reported that the device was implanted in 1991. The device was revised in 2007, due to polyethylene wear of the acetabular liner and osteolysis. Intraoperatively, extensive acetabular osteolysis was found with superolateral and anterior wall lysis.

Manufacturer narrative:
Evaluation summary: wear performance of a component is dependent on many factors, including pt activity and pt weight; many of which are out of the control of the MFR. The liner was implanted for approx 16 years, and was made from non-crosslinked polyethylene that was packaged in air. The device was not returned for analysis and the exact details of the pt's weight and specific activities are unk, therefore, the probable cause is unk. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.